Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 27 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The eos status was reset with the help of a technical programmer, and the icds capability to provide therapy was tested. The antibradycardia output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. Following the detection, a charge process took place, which was, however, aborted due to an already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The check of the module showed no anomalies. The therapy functions were available without restrictions, and the current uptake was normal and as expected. The battery was returned to the manufacturer for a thorough analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were analyzed. During the measurement of the battery voltage, a discharged battery was confirmed. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was visually inspected. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery.

Event description:
After an implantation period of approx. 81 months, depleted battery was reported. The device was explanted. No adverse patient side effects have been reported.